Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet and foreign material on set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) atrial set screw wasn't connected correctly with the right atrial (ra) lead. The physician felt that the ra set screw wasn't working properly, even though the device was functioning normally. The ra lead again was reconnected, but the set screw was retracted all the way out. The pulse generator (ipg) was explanted and replaced. The lead was revised and remains in use. No patient complications have been reported as a result of this event.